Manufacturer narrative:
"The lock fails under even slight pressure. Brace locks in extension but unlocks during ambulation, unlocks when any type of pressure is applied.'' The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturing testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported: that "the lock fails under even slight pressure. Brace locks in extension but unlocks during ambulation, unlocks when any type of pressure is applied.''